Event description:
Revision surgery - due to the patient having gleno-humeral joint instability; needed a larger humeral head.

Manufacturer narrative:
The reason for this revision was to alleviate patient joint instability after 11 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 931c1015. A total of (B)(4) complaints have been submitted against this part number. This complaint is for instability and two for patient bone or joint issues. Information was not provided that definitively identified the reason/root cause for the instability. Factors un-related to implants that may cause patient instability: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.